Event description:
It was reported that the customer had a high blood glucose for about six months. The customer blood glucose was 460 mg/dl. The customer used quickset 6mm or 60cm, inserted at hip. Troubleshooting was performed. Settings on the insulin pump appeared ok. No alarm in the history of the insulin pump. The insulin pump was not dropped or bumped. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).